Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their sensor glucose would be low at 67 mg/dl while their blood glucose was 103 mg/dl. The insulin pump would shut down delivery in the middle of the night. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 55 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. Product will not be returned for analysis.